Event description:
It was reported that the lead was oversensing. The lead sensitivity was adjusted. The lead remains in use. No patient complications were reported as a result of this event. The patient is enrolled in the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.